Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ac module was not charging the battery and failed to illuminate the external power indicator light. The customer has already tried to troubleshoot the issue by replacing the battery pca, calibrating the batteries, and swapping the ac module out but the problem remains. No patient involvement.